Manufacturer narrative:
It was reported that a female patient (40 years, old, 60kg) underwent cardiac ablation procedure for cardiac ablation with thermocool® smart touch® electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. The event occurred post use of biosense webster products, post ablation. The physician's opinion is that the cause of the event was procedure, too much ablation in the same area. The patient's condition required extended hospitalization, a drainage of the pericardial effusion was performed, hence the patient had to stay longer in hospital to fully recover. No error messages were observed on biosense webster equipment. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30372536m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) on 5/21/2021, it was noticed that the concomitant product was inadvertently omitted from section. D10. Concomitant med. Product section in the 3500a initial medwatch report. As such, it has now been added.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 30372536m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a female patient ((B)(6)) underwent cardiac ablation procedure for cardiac ablation with thermocool® smart touch® electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. The event occurred post use of biosense webster products, post ablation. The physician's opinion is that the cause of the event was procedure, too much ablation in the same area. The patient's condition required extended hospitalization, a drainage of the pericardial effusion was performed, hence the patient had to stay longer in hospital to fully recover. Transseptal puncture was not performed. Ablation was performed prior to the event however, there was no evidence of steam pop. No error messages were observed on biosense webster equipment. Standard irrigation settings were used (15ml/min < 30 w and 30ml/min > 30w).stability parameters used were range: 3 mm, time: 3s, force over time (fot) 25%, tag size 3 and ablation index color option.